Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. The customer's blood glucose (bg) level was 400-591 mg/dl. A manual injection was administered to address bg.